Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Device not returned.

Event description:
It was reported that upon interrogation prior to the implant procedure, the pacemaker was found to be in backup vvi. A different device was implanted. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset while device was still in box. The device was tested on the bench. The cause of the bvvi was power on reset.